Manufacturer narrative:
(B)(4). Sealing function was tested on the device and self-activation was confirmed when the handle was latched. The cause of the self-activation is due to an extended tab on the switch cover. Covidien has implemented a new switch cover with a shorter tab. This device was mfg prior to this change being implemented.

Event description:
The customer reported that the device activated without pressing the activation button. The device was not on tissue at the time and there was no pt injury. The same incident happened with an add'l device in the surgery. This device can be found on MFR report # 1717344-2010-00786.